Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Sleeve gastrectomy - "surgeon experienced bleeding lateral to the seal at the pyloric area upon first activation. Bleeding occurred again lateral to the seal midway up the stomach on the omental side. Surgeon was able to control bleeding with additional activations. Sticking of the jaws occurred around the 3-4th activations. Jaws were cleaned, and sticking of the jaws continued. Jaws were cleaned two additional times while going up the greater curvature of the stomach due to sticking jaws. Cer is for internal analysis and correspondence with hospital is not required. No credit or replacement of product is required as surgeon was able to complete case with voyant. Remaining 2 units of this product lot number will be sent for replacement." Patient status - patient is fine.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
Investigation summary: the event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. However, the device key, the part of the device which connects to the generator, was returned and engineering was able to review the device activation logs that are stored on a microchip within the device key. These logs indicated that there were eight (8) reactivate switch released alarms, which can occur if the user releases the fuse activation button prior to the completion of the seal cycle. As the device was not returned, the root cause of the tissue sticking and insufficient hemostasis cannot be confirmed. Although the root causes could not be confirmed, applied medical is currently implementing corrective actions to mitigate this type of insufficient hemostasis and implementing device enhancements intended to further minimize the potential for tissue sticking to reoccur.. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from applied medical team member, april 15, 2016: omentum tissue was being sealed when the insufficient hemostasis was observed. As the surgeon progressed up the stomach he would 'hug' the stomach. So around the greater curvature it was omentum tissue but possibly had a little stomach tissue in the jaws as well. Unsure of the thickness or size of the tissue. In this case the surgeon experienced two instances of specific vessels in the omentum that bleed. The rest of the case he did have oozing observed on the stomach side of the seal. The surgeon noticed the first insufficient seal within the first 4 activations, so at the beginning of the case. Twice that vessels were noticed to not be sealed, and then had oozing on the stomach side lateral to the seal. Sticking was observed at the 3rd and 4th activation. The jaws were cleaned at this time. The jaws were then cleaned two additional times as the stomach marched up the greater curvature. Surgeon did not notice an improvement with hemostasis when the jaws were cleaned. Insufficient hemostasis was observed on the proximal side of the seal. The jaws were not surrounded by fluid when the device was activated and insufficient hemostasis was observed. No generator alarms that interrupted the seal cycle when the insufficient hemostasis was observed. Unknown if the patient exhibited any vascular pathology. Unknown if the patient was given anticoagulation medicine. Unknown if the device was used on diseased or inflamed tissue.